Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced a loss of therapy due to their ipg becoming inoperable. As a result, surgical intervention was taken to replace the device.

Manufacturer narrative:
Product performance engineering has confirmed normal device longevity. This event is no longer reportable. The reported observation of ¿inoperable ipg¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol). The device provided therapy per the programming up to the eol declaration date. It was noted the device was utilized in a continuous mode throughout the implant period. Stimulation and programming is inhibited when eol is declared. The longevity based on the programming and usage would have been 1 year. The total stimulation on time was 447.7 days or 1.23 years, suggesting the device had normal battery depletion to the end of life. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.